Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for follow-up in clinic. It was discovered that their right atrial (ra) lead had rising capture threshold. Therefore, the physician elected to explant and replace the lead. There were no patient consequences.